Event description:
While using a medtronic paradigm 523 insulin pump I had two potentially fatal hypoglycemic events in 2 hours after eating an 8 ounce filet mignon and a baked potato at 6 pm on (B)(6). I eat this meal every week or two and know precisely what insulin is required. Typically my glucose after this meal ranges between 90-170. On (B)(6), I took the usual amount of insulin using the bolus wizard at dinner. My glucose before dinner was 108 mg/dl. At 9 pm, I was in insulin shock and unresponsive. My glucose was 31 mg/dl, a friend gave me about 20-25 jelly beans (wanting to overcorrect). At 11:15 pm, my pump alarm went off warning of low glucose. My glucose was 21 mg/dl. I was unresponsive and sweating profusely head to toe. My friend again gave me sufficient jelly beans to get my glucose to return to a safe range. I also disconnected my pump for about 2 hours. I called medtronic and demanded a new insulin pump. Medtronic sent me a new medtronic pump on tuesday, on (B)(6) 2013. I returned the old pump the same day. I am a pharmacist that works at the (B)(4). I am a very compliant diabetic with a hba1c of 5.5. I am aware of the medtronic reservoir and infusion set recall. I did not have any of the recalled reservoirs or infusions sets. The reservoir did not appear to leak and it was not wet. It is my opinion that the insulin pump malfunctioned due to a motor over delivery issue. I have had type 1 diabetes for 42 years and I have never had 2 severe hypoglycemic events in two hours. I have also never before experienced a glucose of 21 mg/dl. I am certain that the issue was pump related. I ate the exact same meal 6 days later using the new insulin pump with the same settings as the old pump. My glucose postprandially ranged between 90 and 120 mg/dl.